Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 in which it was stated that it took 9-10 minutes before rvp-lvp was observed post cardioversion. They kept seeing rvs-lvs until all commanded tests were performed, then they saw rvp-lvp. Additional information received that the patient;' intrinsic rate was faster than the pacing indicated rate post cardioversion and they needed to wait for the rate to show and then biv pacing observed as expected. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).